Event description:
Customer reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to fully charge the battery and after contacting technical support 24 hours later, the discharge rate remained high, leading to a pump replacement by technical support. Customer continued to use the current pump while waiting for arrival of the new pump.